Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked battery tube threads. The test infusion set and reservoir does not lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was fell off. The customer stated that the reservoir was unable to lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.